Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that patient faced an infusion set cannula crimped event on (B)(6) 2025. The insertion site was lower back. The infusion set was in use for few hours. No further information available.